Event description:
It was reported that right hip revision surgery was performed due to pain, difficulty walking, clicking of the hip and elevated levels of cobalt and chromium.

Manufacturer narrative:
[(B)(4)].